Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician found the leak was coming from the heat exchanger. To resolve the issue, the technician replaced the heat exchanger, ran a test cycle, and found the unit to be operational. The sterilizer returned to service. The unit was manufactured in 2014 and is not under steris service agreement.

Event description:
The user facility reported water leaking onto the floor from their amsco c sterilizer. No injuries or procedural delays or cancellations were reported.